Manufacturer narrative:
A medtronic representative evaluated the system and discovered that the rotor was not homed. Once rotor was rehomed, door operated correctly. A full system checkout was successfully completed, with all checks passing. The system is now fully functional. This event was identified during a retrospective review as discussed with the FDA new england district office on april 7, 2016 via medtronic navigation, inc. (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the use of the o-arm imaging system was aborted. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that during a spinal fusion case, the gantry door on the imaging system would not fully close, preventing image acquisition. Despite multiple reboot attempts, issue could not be resolved. There was a reported delay to the procedure of less than 1 hour due to this issue. Site discontinued use of the imaging system and successfully completed the procedure with a c-arm, with no adverse effect on patient outcome.